Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user father called and is stating that his daughters brakes are not working.